Event description:
It was reported that during a routine check by customer, the cs300 intra-aortic balloon pump (iabp) had a low vacuum alarm multiple times. The device alarmed 8 times within a hour. There was no patient involvement.

Manufacturer narrative:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had a low vacuum alarm multiple times. There was no patient involved. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) inspected the unit and components for any issues and reported that they were unable to reproduce the issue. The unit passed all functional and safety testes. The unit was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a low vacuum alarm multiple times. The device alarmed 8 times within a hour. There was no harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated data: a2,a3,a4,b4,g3,g6,h2,h10,h11. Corrected data: b5,d10, e1(name).e3,g3,g6,h6(impact).

Event description:
It was reported that during patient use, called requesting assistance with a low vacuum alarm on the cs300 intra-aortic balloon pump (iabp). Customer did disclose the insertion was axillary and axillary off label disclaimer was given. Customer further stated that the low vacuum alarm had gone off a couple times in the last few hours. Customer did have a backup pump available. Explained the pump would need to be serviced so switching over to a new pump was the appropriate action. Customer felt comfortable switching the pump consoles. Encouraged customer to call back with any questions or if any issues arise. There was no patient harm or injury reported by clinician.